Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with trauma situation/motor vehicle accident and paraplegia from motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated to the heart and the struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years seven months of post deployment, xr abdomen single view anteroposterior was revealed that the rightward and severe anterior tilt with apex of the filter contacted and deformed the caval wall. All 6 primary struts were present and appeared intact. All 6 primary struts perforated the inferior vena cava wall with the anterior struts impinging on overlying bowel, posterior struts impinging on underlying vertebra/disc and medial strut directly impinged on the aorta itself. Eventually, after seven days, computed tomography (CT) abdomen pelvis was revealed the prongs of the inferior vena cava filter extended outside the wall of the inferior vena cava. Around, two years later, computed tomography (CT) abdomen pelvis with contrast was performed and chronically occluded infrarenal inferior vena cava with retroperitoneal varices was noted. Subsequently, eight months later, xr abdomen min 2 views was performed, and the inferior vena cava filter projected over the mid lumbar spine. Around, three months later, computed tomography (CT) abdomen pelvis with contrast was performed and it was revealed that a strut perforating the aortic wall with its tip in the aortic lumen. Apex of the filter was more likely than not embedded in caval wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with trauma situation/motor vehicle accident and paraplegia from mva. At some time post filter deployment, it was alleged that the filter migrated to the heart and the struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.